Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a ventricular fibrillation (vf) episode, the right ventricular lead was possibly oversensing. It was also reported that there was possible intermittent far-field r wave oversensing by the right atrial lead. The leads remain in use. No patient complications have been reported as a result of this event.